Manufacturer narrative:
(B)(4). Eval results: a work order search was performed and there were no similar complaints found. Conclusion: (no conclusion can be drawn). Based on the complaint history and work order search, we were unable to determine a specific root cause of the event. (B)(4).

Event description:
It was reported that the micl12.6 implantable collamer lens was torn upon receipt. The customer stated they never attempted to load it. No pt contact.